Manufacturer narrative:
The reported steerable guide catheter (sgc) inability to hold the fluid column was not confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported sgc inability to hold the fluid column could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation, the steerable guide catheter (sgc) was unable to hold column. This occurred multiple times; therefore, the sgc was not used and was replace. There was no clinically significant delay in the procedure. No additional information was provided.